Manufacturer narrative:
Integra has completed their internal investigation on june 20, 2017. Results: the humeral body inserter/extractor knob was not returned to austin. The nature of the device failure was not clarified by the complainant with only ¿had issue¿ with device as the only description of the complaint. According to the historical complaint description, the device fractured at the threaded portion during impacting. No further information provided DHR review; no process deviation, anomalies, or any nonconformance were identified that could have caused or contributed to the event. Complaints history; a review of complaint records during the last 5 years found 4 humeral body inserter/ extractor knob complaint records. During that period of time, there have been approximately (B)(4) rss surgeries reported. This represents a complaint rate of (B)(4) as this event was in contact with the patient and led to a significant surgical delay, the surgical impact of the event is a moderate severity level, but does not indicate an adverse trend. Conclusion: the root cause could not be determined based upon the available information provided. Manufacturing records showed no evidence of anomalies that could have caused or contributed to the event. The potential cause for breakage of the ins-0960-094-01 humeral body inserter/ extractor knob may be due to the know either not being tightened sufficiently, or loosening from the vibration of striking the instrument resulting in breakage.

Event description:
One of 2 reports. Other mfg report number: 1651501-2017-00028. It was reported an unspecified failure of the unit. No patient injury reported; however, the event lead to 1 hour surgical delay. Additional information has been requested.